Manufacturer narrative:
The device was not returned to olympus. The investigation is ongoing and a conclusive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that an error "e99" occurred and it was unknown if the disinfection solution concentration was effective since an acecide check was not performed. This report is submitted due to the report that it was unknown if the disinfection solution was at sufficient concentration and the solution was used in reprocessing devices. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the reprocessing issue was an incorrect disinfectant management method. Additionally, it was confirmed that the acecide concentration was valid and that there were no devices used in combination. Error code e99 occurs when the number of times the disinfectant had been used exceeds 45 times, or the number of days that the disinfectant been used exceeds 14 days. The number of times the disinfectant had been used was 7 times, and the number of days of use was 15 days, which met the notification conditions. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: on reprocessing an endoscope, always use an acecide checker or a portable concentration checker to check that the disinfectant solution is at an effective concentration. Please be sure to replace the disinfectant solution before the disinfectant effect disappears.¿ olympus will continue to monitor field performance for this device.